Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. As part of our investigation, post procedure the olympus sales representative spoke with the customer regarding the error and was informed that the e315 error was occurring on only one video system but with multiple scopes. In addition, the customer reported that the equipment was not inspected or tested prior to the procedure. The olympus sales representative contacted the technical assistance center (tac) to assist with troubleshooting. Tac instructed the sales representative to advise the customer to remove and reseat the maj-1933 cable. In a follow up call, the customer informed the sales representative that issue was resolved by wiping the pins of the scopes down with alcohol again. The unit will not be returned because it is functioning as intended. If additional information is received at a later time, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use an ¿e315¿ error was observed. The patient was in the room under anesthesia when the error occurred; however, the procedure has not yet started. The customer replaced the video system and the scope to complete the scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the problem was solved by wiping the pin of the scope with alcohol, it is likely that there was no anomaly in the instrument concerned, and that the contact failure occurred because dirt and moisture were adhered to the pin of the scope. The occupation of the reporter is an endoscopy manager. Olympus will continue to monitor the field performance of this device.